Event description:
It was reported that there was a difference in the programmed output current for normal mode and the output status from diagnostics. No known surgical intervention has occurred to date.

Event description:
It was reported that the patient's output current was reporting low but impedance was showing ok.

Event description:
It was reported that the patient was referred for revision for an unknown reason. On the date of planned surgery, error code 128 was seen (communication difficulties), which was resolved with wand repositioning. It was then noted that the battery was ok (75-100%) and the impedance was ok (3992 ohms), and since there were no issues the surgery was cancelled. The neurologists office was contacted to confirm the reason for the replacement referral. He indicated that the referral was due to high impedance, and indicated that high impedance was seen on two different tablets. The tc then went to the providers office and confirmed that high impedance was present on two different session reports (5796 ohms). No additional relevant information has been received to date. No known relevant surgical intervention has occurred to date.